Manufacturer narrative:
(B)(4) jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube had an occlusion. There was a high pressure alarm with the duodopa pump. Reportedly, the patient missed duodopa dose for about 7 hours. The jejunal tube was replaced on (B)(6) 2015. The patient's condition was reported to be resolved.